Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
A customer contacted global technical service (gts) regarding assistance with a system error (se) 2240 on the home choice (hc) during dwell. The baxter technical service representative (tsr) explained the alarm to the home patient (hp). The hp stated they left an unused line clamp open during therapy. The tsr then explained that the supplies are compromised and the hp will need to start over with new supplies. The tsr then had the hp cycle the power to get back to the start. The tsr advised the hp to call their registered nurse (rn) and let them know what happened. Proper procedures per the user manual were reviewed with the hp. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.